Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A post market clinical follow-up survey was completed by an unidentified customer in which a patient was being treated for epistaxis using the chitozolve intranasal splint for hemostatic purposes in (B)(6) 2023. The customer stated the patient suffered soft tissue trauma, edema, and granulation possibly as a result of using this device and required additional medications. The patient made a full recovery.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a specific root cause could not to be determined for the suggested event. The device was not returned and there is not enough information to determine a root cause. Olympus will continue to monitor field performance for this device.